Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent periurethral coaptite injection for intrinsic sphincter deficiency on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to mixed urinary incontinence. Following insertion, the patient experienced pain, erosion, infection, urinary problems, organ perforation, and recurrence. It was reported that patient experienced mesh erosion and recurrence of stress urinary incontinence and underwent excision of exposed vaginal mesh on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia and urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urinary urgency. No additional information was provided.